Event description:
It was reported the pt's trial procedure was abandoned as a result of the inability to access the epidural space due to the pt's anatomy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.